Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had a fall. As such, patient is experiencing pain at the ipg site. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Recall continued 1627487-12192011-003-r. This ipg is included in the field advisory. The device recall advisory was inadvertently missing in the initial report. This report consists of missing information in section.

Event description:
Additional information received identified that surgical intervention was undertaken on (B)(6) 2018, wherein the ipg was explanted, replaced and relocated higher in the pocket.